Event description:
Related manufacturer reference number: 2017865-2021-37382. It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's right ventricular lead and atrial lead were both oversensing noise. Programming changes were completed to address this issue. The patient was stable throughout.